Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device did not respond to a magnet. The patient was reported to have been lost to follow up since 2008. The patient was seen for surgical intervention were the device was explanted. The patient requested to keep the device, as such, the device is not expected to be returned for analysis. There were no adverse patient effects reported.